Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unresponsive act button on the insulin pump. Customer's blood glucose level was 9.4 mmol/l. Customer found a bad battery from 1 month ago. Customer performed a self-test and pump passed. Customer stated that it seems to be responding less. A loaner pump will be sent to the customer. No further assistance needed.

Manufacturer narrative:
No unexpected no delivery alarms, bad batter alarms or low battery alarms noted during testing. Low reservoir feature functioned properly. The insulin pump passed displacement test, prime test, basic occlusion test, excessive no delivery test and off no power test. The operating currents were in specification. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.